Manufacturer narrative:
Product event summary: the data files and balloon catheter 2af283, with lot number 95157, were returned and analyzed. The data files showed that five injections were performed with the balloon catheter. Also, system notices had occurred indicating a mechanical component error (sn (B)(4)), insufficient scavenging detected (sn (B)(4)), the refrigerant level was too low to continue (sn 50013) and the safety system detected fluid in the catheter and stopped the injection (sn (B)(4)). Visual inspection of the balloon catheter showed traces of blood inside the inner balloon. Performance test was not done due to persistent system notice (B)(4). Dissection/ pressure testing showed a guide wire lumen breach at 0.61 inches proximal from the tip. In conclusion, the reported issue was confirmed through data analysis and testing. The balloon catheter failed the return product inspection due to the guidewire lumen breach. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: data files were returned and analyzed. Data files showed that five injections were performed with the balloon catheter. Also, system notices had occurred indicating a mechanical component error (sn (B)(4)), insufficient scavenging detected (sn (B)(4)), the refrigerant level was too low to continue (sn (B)(4)) and the safety system detected fluid in the catheter and stopped the injection (sn (B)(4)). In conclusion, the reported ¿blood in catheter¿ issue was not confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, blood was observed in the catheter between the inner and outer balloons. The balloon catheter was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event.